Manufacturer narrative:
Device remains in service and the physician and boston scientific company representative will continue to monitor the battery status.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.